Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertex max drill guide was damaged in sterilization. Update from manufacturer representative stating that the drill guide had the blue handle removed from the shaft by sterile processing department (spd) personnel during cleaning and sterilization. The spring and bearing inside were lost and not recovered (not in a patient). No patient was present at the time of the event.

Manufacturer narrative:
The drill guide was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The drill guide was returned with the handle removed. The spring bearing was missing rendering the handle unusable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertex max drill guide was damaged in sterilization. Update from manufacturer representative stating that the drill guide had the blue handle removed from the shaft by sterile processing department (spd) personnel during cleaning and sterilization. The spring and bearing inside were lost and not recovered (not in a patient). No patient was present at the time of the event.